Manufacturer narrative:
Description of problem or event: new updated and corrected information is referenced within the update statements. Please refer to statement dated 23may2019. No further follow up is planned. Evaluation summary: the reporter stated the patient reused needles on an unknown date. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. The patient reused needles. The humapen savvio user manual states to use a new needle for each injection. This will help ensure sterility. It will also help prevent leakage of insulin, keep out air bubbles, and reduce needle clogs

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who intended to report an adverse event with a product complaint, concerns a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin glargine (basaglar), via unspecified reusable device, 45 iu, unknown frequency, indication for use and route of administration, beginning on an unknown date. On an unknown date, unknown time after starting of insulin glargine via humapen savvio gray, patient used a cartridge that had a broken tip. It was reported that patient performed the injections normally, but the insulin flowed out his skin. Patient used half of this cartridge and then he experienced ketoacidosis and his glycemia was at 790 (units not provided). Patient was hospitalized in intensive care unit (ICU) due to the events on (B)(6) 2019. By (B)(6) 2019 patient was still in ICU. As of (B)(6) 2019, it was reported that the needles are not reused, however the operator tried to reuse the needles on an unknown date and the injection was painful. Information regarding exams, corrective treatment and outcome of the events was not provided. A new refill was bought, but it was unknown if insulin glargine continued. The operator of the device was the patients mother. Training status was not provided. It was unknown for how long the patient used this device and the device model. The suspect device was not returned to the manufacturer. The reporting consumer considered ketoacidosis and glycemia was at 790 related to the problem with the insulin glargine cartridge. No further relatedness opinion was provided. Update 02may2019: additional information received on (B)(6) 2019 from initial reporter. Added humapen savvio gray as suspect device. Added injection was painful as non-serious event. Narrative and fields were updated accordingly. Edit 16may2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Update 23may2018: entered a device specific safety summary (dsss) for the humapen savvio gray. Updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. Corresponding fields and narrative updated accordingly.